Event description:
It was reported that the pt visited the emergency department several times for pain in his knee. On (B)(6) 2011, he received IV invanz and was discharged on clindamycin.

Manufacturer narrative:
Info was received via medwatch (B)(4). This report will be amended when our investigation is complete.